Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter-defibrillator presented with far p-wave oversensing. The patient's echo revealed there was no additional need for a defibrillator, therefore, therapies were programmed off. The patient was stable.